Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and health care provider (hcp) reported that the patient had two battery replacements; when asked if the replacements were due to normal battery depletion the patient stated they "guess so". The patient then stated it only lasted three years. The hcp further reported that the issue requiring explant of the patient's second ins was that the device stopped working and the battery stopped functioning. The cause of the issue was determined to be that the ins stopped functioning. The troubleshooting performed was that the device would not turn on and it was not able to be reprogrammed. No patient symptoms reported. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.